Event description:
It was reported that the lv pacing lead had high pacing thresholds after 3 years of implant. The lead was explanted and returned. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; full lead was returned for analysis. The proximal conductor was distorted and the outer insulation was melted. There was non obstructed blood/body fluid observed on the distal and proximal conductors.